Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a fully fired reload loaded on the device. The device was tested for functionality using a test cartridge reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on (B)(6) 2010: the procedure was a gastrectomy procedure. The surgeon stated that the pin was fully forward, the device was within firing range and the device was fired. When the surgeon removed the device, the staples were not formed at all. Another device was used to complete the case with no patient consequence. Additional information received on (B)(6) 2010: during the original procedure, the surgeon had to lavage and suction the abdomen due to spilled bile and bowel contents, which prolonged the procedure. However, the amount of time is unknown. It is unknown if an antibiotic was used in the lavage. Gastric contents did leak into the stomach and were suctioned out. The incision was sutured. The malformed staples had to be retrieved from the patient's abdomen.

Event description:
It was reported that during an unknown procedure, the device malfunctioned. Another device was used to complete the case with no patient consequence.